Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation one in.pact admiral deb and one in.pact pacific pta was used to treat the target lesion (l-1). During rev ascularization of the target lesion, an amphirion deep pta and two in.pact pacific paclitaxel eluting balloon catheters were used. Approximately 19 months post revascularization, patient suffered re occlusion of the left afs and apop (target lesion) and was treated with revascularization using one non medtronic pta and three inpact admiral deb were used to treat the target lesion. Patient recovered.

Manufacturer narrative:
Event date was updated. During a revascularisation 4 months prior to the adverse event, one in.pacific balloon catheter was used to treat the target lesion (l-1). If information is provided in the future, a supplemental report will be issued.